Event description:
Customer reported that the display of the insulin pump was only partially visible. Customer stated that the insulin pump was not bumped or dropped. Blood glucose level was 130 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Pump display properly. No missing segments/partial display noted, however ink spot/bleeding on the middle of lcd glass noted. Pump received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.